Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device would not function at all and some parts were defective. The device also failed pretests for 90 functional test, 100 check trigger and ecu (eclectic control unit) function, 110 check oscillation frequency and 120 mode switch-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. The service history record review result was not relevant to the current complaint and/or service process findings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The serial number was unknown. The manufacturing location was unknown. The device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure, the battery oscillator device ceased to function. It was further reported that the oscillator device did not function at all after it stopped working and the main body of the oscillator had heat. It was reported that the surgery was completed after within a 30 minute delay. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: d4: the UDI was documented as (B)(4) in the initial mw and has been updated to (B)(4). D4: the serial number was reported as unknown and has been updated to the (B)(6). D4: UDI: (B)(4). H4: the date of manufacture was reported as unknown and has been updated to feb 01, 2016. G1-2: the manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.